Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 9/19/2015 to report that a (B)(6) male patient had a skin irritation. The patient had a small burn mark that was bleeding. The skin irritation was located under the front right ECG electrode. The patient was using a spray on the affected area. The patient's physician advised the patient to clean the skin irritation with soap and water. Follow-up indicated that the skin irritation was better.